Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. On (B)(6) 2008 the patient underwent a laparoscopic, vault mesh suspension, uterosacral plication and obliteration or enterocele space due to vaginal prolapse post hysterectomy and failed a&p repair.

Manufacturer narrative:
Date sent to the FDA: 06/30/2017 additional information